Manufacturer narrative:
(B)(4). Batch # r57g72. Component code: others. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the cr40g reload was received with no apparent. The reload was received fully loaded with staples, with the washer uncut, with the drivers, and with the knife recess below the reload deck. The retaining pin was not connected to the coupler. The reload was tested for functionality with a test device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, scrub nurse could not assemble the cartridge and the body. After changed the cartridge, she could do it. There were no patient consequences.